Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the "changes this session" report final settings column on the programmer did not match the parameter settings in the device. The programmer is still in service. There was no patient complications reported with this event.